Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, capsular contracture, burning. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year old female patient underwent breast prosthesis implantation surgery with two 800cc mentor memorygel breast implants. Post-operatively, the patient suffered bilateral burning sensation, sharp pain, encapsulation and hardness. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2022. The left breast implant was discovered to be ruptured. Subsequently, the patient underwent bilateral replacement with two non-mentor implants. This medwatch form is for the right breast prosthesis.